Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis (improper component placement). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. After the contralateral leg component (plc121200j/16423955) was placed in the right side, angiography was performed. It was observed the right internal iliac artery was unintentionally covered and the distal portion of the contralateral leg component was positioned about 2 cm ahead from the origin of right internal iliac artery. The procedure was completed without further treatment for this issue. The patient condition is fine and the patient tolerated the procedure. It was reported that plaque shift was possibly caused and it could contribute to this event.